Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be exposed to something that cause the latex to be degraded / user related. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings]: method for use: do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients: patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] Contraindications: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that the catheter broke 7 days after use. A broken piece, with a balloon slightly inflated, remained in the patient's body. The user pulled and removed the broken piece. The patient experienced bleeding but it immediately stopped by inserting another foley catheter. The original sample was discarded on the facility site. Per email received from the ibc representative on 10-oct-19,the broken fragment of the catheter in the patient's body was removed by a cystoscope, not by pulling the fragment.